Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer used the bd vacutainer¿ serum blood collection tube. The customer reports inverting the tube 5-8 complete times after collection of the blood draw. The samples were allowed to stand upright for one hour before centrifuge, no serum came out, but the fibrin clots from the blood. The customer reports that the sample needed to be centrifuged again. No re-draw of blood performed. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.